Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a total vaginal hysterectomy procedure, the surgeon closed the device on tissue, activated the energy, started to advance the blade and the device locked on tissue. The jaws would not open. The energy was activated again, and the surgeon ended up cutting and suturing around the device to remove it. The energy had been activated and there was no injury or harm to the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p92m4t. The device was returned with tissue stuck to the distal electrodes holding the device jaws closed. The device jaws were able to be opened by pulling on the closure lever. After the jaws were opened, the device was tested on the generator and passed all functional testing. The was activated on a test media, the knife returned and the jaws opened on each activation. The cause of the jaws not opening was due to tissue buildup on the jaw electrode surface during use of the device. Cleaning the instrument per the instructions for use would reduce tissue sticking that may lead to the device jaws being stuck closed on tissue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.